Event description:
It was reported that after a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system experienced repeat faulting on arm 3. The tse reviewed the system logs and identified fault 32097 on the proximal setup joint of arm 3. The tse confirmed with the site that three arms were needed and learned that, after a power cycle, the system would not allow the arm network to be disabled. The engineer then recommended forcing the arm to fault using the port clutch in order to disable the arm before a hard fault occurred, but the customer chose not to perform this troubleshooting and instead used another system for future cases. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that, after the procedure, the customer decided to abort further procedures and move to another da vinci system because an issue with arm 3 had repeatedly occurred during a previous procedure. They were able to complete that procedure robotically using the same patient side cart by restarting and power cycling the system several times. The customer was not comfortable using the system until the field service engineer followed up.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The product was returned for failure analysis with a reported problem of ¿arm 3 keeps faulting out¿ was confirmed but not replicated. In artemis, communication error 32097 was found indicating maxis axis error reported by suj proximal specifically ploop motor axis command message (macm) brake command watchdog missing message errors. It was coupled with error 32127 indicating aurora link error thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it performed as expected without errors. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors either. As a result of these findings, failure analysis concluded that the axes controller setup (acu) printed circuit assembly (pca) is consistent with the reported problem and considered the potential root cause. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.